Manufacturer narrative:
Findings: unable to perform the displacement test and occlusion test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call the insulin pump damaged. The customer¿s blood glucose was unknown at the time of incident. The customer reported that she has a piece on her pump that keeps coming loose. The customer reported that the reservoir will still lock in place. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.